Event description:
A pt reported experiencing inaccurate high results with an ot ultra meter, the pt's blood glucose results were 276mg/dl, hi mg/dl (for hi mg/dl a value of 500mg/dl was used to get result). Tests were done <10 mins apart with a difference of 51%. Pt did not experience any adverse events. No further info has been reported.